Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported on (B)(6) 2019 that a gorilla mtp plate broke post-operatively across the site of the osteotomy. The original surgery occurred on (B)(6) 2019. A nonunion of the osteotomy was reported on the joint. During evaluation and investigation, the implant was not available for analysis. The initial reporter mentioned that the surgeon does not use x-rays during procedures (intra-operatively) and confirmed the placement of the screws to be accurate. The surgeon did not schedule a revision surgery.